Event description:
Device issue: suture break. Time of device issue during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during needle plunger removal, the suture broke. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device is expected to be returned for evaluation. It has not yet been received.